Manufacturer narrative:
(B)(4) date sent: 7/18/2024 d4: batch # c9d90u d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.or, did the device start to deploy staples and cut but could not be completed (partially fire)? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.or, did the device fully fire and stop during the automatic knife return? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was there any difficulty opening the device? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/4. Additionally, the ech60r buttress was on the reload deck and on the anvil. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: c9d90u no non-conformances were identified. Manufacturing date: 01/17/2024 expiration date: 12/31/2026

Event description:
It was reported that during a pneumonectomy, the knife stopped during firing and did not move. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.